Event description:
It was reported that the insertable cardiac monitor (icm) was eroding through the patient's skin. No additional adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) was eroding through the patient's skin. No additional adverse patient effects were reported. Additional information from the field revealed that this was previously reported under report number 15753756, for any further information, please see the report listed under that reference number.